Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based investigation results in the past, a likely mechanism causing the breakage of the cutting wire might be the following: 1)the device was energized in one of these following situations. (A)the cutting wire is in point contact with tissue. Or they were being close to each other. (B)the cutting wire is in point contact with distal end of endoscope. Or they were being close to each other. 2)an electrical discharge occurred in the cutting wire, and the cutting wire became hot instantly. 3)the cutting wire was broken. However, the root cause of the problem could not be conclusively identified. The event can be prevented by following the instructions for use which state: this instruction manual contains the following information. (Drawing no.gk6226 revision no.13) ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. ¿ do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the single use 2-lumen sphincterotome's cutting wire was broken. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography. The intended procedure was completed with a similar device. The procedure was delayed while the patient was under propofol sedation. There were no reports of patient harm.